Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer offered to troubleshoot but declined. The customer was advised to monitor insulin pump and if has any other questions to call the helpline.